Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring at 187 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there was a sudden increase of shock impedance measurements and recommended reprogramming options and to consider shock therapy. This rv lead remains in service. No adverse patient effects were reported.